Event description:
A vaxcel pasv port was implanted for the infusion of therapeutic medication in 2003. Nine mos later the pt began to complain at about pain. Three days later a fracture was noted and the port was explanted 3 days later.